Manufacturer narrative:
Section e1: establishment name: (B)(6) medical center. The device was returned for evaluation and the customers allegation was confirmed. It was noted that the protector of the universal cord on the control section side was loose. It was also noted that the water removal ability did not meet standard value due to clogging of the nozzle and there were scratches noted throughout the device. The adhesive on the bending section rubber had a chip. The bending angle in the up direction and the up/down knob did not meet standard value due to wear of the angle wire. It was noted by the customer that the foreign material may have been dye from colon examination. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera elite colonovideoscope metal connecting part to the machine was exposed. Inspection and testing of the returned device found that residual liquid or foreign material came out of the scope cylinder. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope, section 3.5 attaching accessories to the endoscope, and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 1 inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. [Inspection of suction valve] 1 align the two metal ridges on the underside of the suction valve with the two holes in the suction cylinder. 2 attach the suction valve to the suction cylinder of the endoscope (see figure 3.31 and 3.32). Confirm that the valve fits properly without any bulging of the skirt. Also, confirm that the valve cannot be rotated. [Inspection of the suction function] inspection of the suction function 1 depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump.¿ olympus will continue to monitor field performance for this device.